Event description:
In october, my son was rushed to the hospital having for caesars plus cardiac of 200. My son had no issues with his heart the vns had caused but problems for my son. This is a terrible device. My son seizures got worse he had a vns106 that has been on recall the vns has taken so many children's lives, I have a friend and her son had the 1000, which is on recall. He also had cardiac and he also passed away. This device needs to be taken off the shelf. This is a terrible device it is taking so many childrens lives and my son, my only child, my best friend, my everything, my life, my heart. This is a terrible thing. You guys need to take this off the market. He was rushed to the hospital and put in the ICU. My son never had any heart problems until this device was put in. He had other issues and seizures became worse and other things. Please I beg you look into this before any other children die. FDA safety report ID # (B)(4).